Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) customer reported balloon pump as unable to ¿reflect arterial lines on monitor¿. No harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e1(initial reporter, event site email, event site telephone), e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states,upon inspection unit was functional and able to complete an autofill. Unit was set to run for 1 hour successfully. Unit functioned with ECG simulator and was able to augmentation. With multiple triggers set. Unable to replicate error. Device passed all performance and safety tests according to factory specifcations. Device was returned to customer. Completed maintenance and calibration successfully. Product passed all functional and safety tests per manufacturer specifications. Completed maintenance and validation successfully.

Event description:
It was reported that before use cs300 intra aortic balloon pump a line was not able to transfer to the bed side. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.